Event description:
It was reported the pt's scs system stimulation is not covering the right location. Reprogramming did not resolve the issue. X-rays were taken but no anomalies were noted. Surgical intervention is planned for a later date to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.